Event description:
It was reported that when beginning the procedure, the doctor noticed that the active part of the moxy fiber, where the laser is fired (the fiber distal tip) was "detaching"; the fiber was replaced and the procedure completed using a different device. There was no injury reported.